Event description:
It was reported the rv (right ventricular) lead was explanted and replaced. The physician noted the lead body was very twisted like you would see with twiddlers except the device had not moved. The physician thought replacement was indicated "as this in not normally seen." It was further reported that there was an insulation breach. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B) (4) lead model is included in a field advisory.